Event description:
It was reported that the right ventricular (rv) lead exhibited high superior vena cava (svc) and rv coil lead impedance and a lead revision is planned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Maximum defibrillator active can and svc impedance rises to greater than 250 ohm the week ending (B)(6) 2014. Analysis of the device memory indicated a lead impedance out of range alert. An out of trend subthreshold lead impedance alert occurred on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.